Manufacturer narrative:
Visual inspections were performed on the returned device. The reported foot detachment was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. D9, h3: the device was initially reported as not returning; however, it was returned for analysis. H6: type of investigation code 4115 was removed, component code 4755 removed.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the possible foreign body in patient appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The three additional proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported this was an arteriotomy closure of a calcified common femoral artery using the pre-close technique via a 6f sheath hole prior to an interventional peripheral artery disease procedure. Reportedly, three proglides were attempted; however, all three had a cuff miss, no suture present when the plunger was removed. A fourth proglide was deployed and suture was successfully placed. When the device was removed from the anatomy, it was noted the posterior foot plate to be missing. Although fluoroscopy was done and no missing plate was found in the patient's anatomy, it cannot be confirmed if the missing foot plate is in the patient or outside the anatomy. The sheath was upsized to 8f and the procedure continued and hemostasis was achieved with the pre-placed suture of the fourth proglide. There was no reported adverse patient sequela and no clinically significant delay in the procedure or therapy. No additional information was provided.